Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found no errors related to reported failure. Visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. C-33 on start, monopolar 3/4 ports instruments not detected on. The generator unit that was placed on golden system and was run in normal mode. The probable root cause is attributed to component failure based on generator defect.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar function was not working. The integrated electrosurgical unit (iesu) monopolar icon showed an error. The site replaced the cautery cord as well as the instrument and power cycled. The site elected to convert to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change with no injury.